Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by a getinge field service engineer that while checking the device before updating the software, the cardiosave intra-aortic balloon pump (iabp) was failing to fill the balloon.  There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10, h11. Corrected fields: d4 (UDI). The fse that encountered the issue stated that the pressure sensor and the solenoid valve of the helium filling system were defective. The fse replaced the helium filling pneumatic block (0997-00-0565). The fse performed calibrations per factory procedure. Operational tests were carried out with positive results. The failure analysis and testing dept. Received part number 0997-00-0565 assy. Helium reservoir serial number (B)(6) with a reported unit failure of failure of balloon self filling. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part number 0997-00-0565 assy. Helium reservoir serial number (B)(6) into the cardiosave test fixture serial number (B)(6) and tested the helium reservoir to factory specifications per procedure number 0002-07-d016 revision e and the cardiosave service manual part number 0070-00-0639 revision r. The fat dept. Booted the cardiosave test fixture in the clinical mode and performed an autofill. The cardiosave performed an autofill with no trouble found. The fat dept. Then proceeded to pull the balloon from the pim, had it alarm, then performed another autofill. The cardiosave autofilled with no trouble found. The fat dept. Performed an autofill four more times consecutively. The cardiosave autofilled to factory specifications each time. The fat dept. Could not replicate the complaint of failure of balloon self filling. The helium reservoir passed testing. Retaining the helium reservoir in the fat dept. Per procedure number 0002-07-d008 rev. Ar.